Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to flattened (escape and act) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify device deficiency anomaly due to buttons not responding.

Event description:
Information received by medtronic indicated that the insulin pump not suggesting insulin to be delivered. Customer also stated that it showed reading been high all the day. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.